Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that on (B)(6) 2018 intra-aortic balloon trp3546 was inserted on a patient. When the iab was connected to the cardiosave intra-aortic balloon pump (iabp), the patient's blood pressure could not take due to the iab optical sensor alarm generating. Although attempts were made to adjust the iab, the alarm did not stop. It was also reported that the customer used transducer instead to continue therapy. No patient harm, serious injury or adverse event was reported. A separate emdr will be filed for the iab involved in this event.

Manufacturer narrative:
It was reported that the getinge field service engineer (fse) performed running tests on the iabp and was able to duplicate the alleged malfunction. It was determined that the malfunction was caused by a bent connector pin. The fiber optic module was replaced and the running tests were performed again without any problems.

Event description:
It was reported that on (B)(6)2018 intra-aortic balloon trp3546 was inserted on a patient. When the iab was connected to the cardiosave intra-aortic balloon pump (iabp), the patient's blood pressure could not take due to the iab optical sensor alarm generating. Although attempts were made to adjust the iab, the alarm did not stop. It was also reported that the customer used transducer instead to continue therapy. No patient harm, serious injury or adverse event was reported. A separate emdr will be filed for the iab involved in this event.